Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare for investigation. The subject circuit was visually inspected and pressure tested. Results: the swivel was returned partially disassembled from the elbow. No damage was observed to the returned breathing circuit. The swivel and elbow were reassembled and formed a tight fit when reconnected to the breathing circuit. The breathing circuit was subsequently pressure tested and the result was within specification. Conclusion: we were unable to determine what had caused the reported loose connection of the subject infant breathing circuit. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt265 infant dual-heated evaqua2 breathing circuit had a loose connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint rt265 breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt265 infant dual-heated evaqua2 breathing circuit had a loose connection. No patient consequence was reported.